Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the tubing of one clearlink system continu-flo solution set disconnected. The patient's intravenous (IV) tube disconnected from the patient's connection site (unknown if it is a single IV catheter, peripherally inserted central line or central line). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : three (3) samples were received for evaluation, two (2) used and one (1) unused. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including clear passage and pressure testing and the set performed according to device specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.